Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The adapt confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert, battery power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the insulin pump trace download. However, the moisture damage found on lcd flex cable copper connector traces and j1 connector on pcb2. The thumps download was successful. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life. Customer stated error occurred after they went swimming. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.